Event description:
A company representative reported that he was unable to complete a software upgrade for a tablet programmer. When he powered the device on, it wouldn't boot up. He received the error message, "no bootable drive." He performed a forced reboot, which was successful in booting up the device. Later on during the upgrade procedure, the tablet did not reboot. The tablet programmer has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Type of device, corrected date, initial MDR submitted on programming software, corrected to programming computer corrected data, UDI for suspect device inadvertently omitted from initial MDR: suspect device UDI: (B)(4).

Event description:
Product analysis was completed for the tablet device on 10/02/2015. During the analysis, it was identified that the hard drive was not being recognized by the tablet during startup. The cause for the anomaly is associated with a loose cable connection between the hard drive and main board. Once the cable was reseated onto the main board the tablet was able to recognize the hard drive, however during startup windows failed to start. The cause for the anomaly is associated with a missing/corrupt file associated with the os. The most likely cause for the file anomaly is associated with the loose cable. Once the cable was reseated and the os was reinstalled, no further anomalies were identified.

Event description:
It was determined that the cause of the loose cable connection between the tablet's main battery and the motherboard was due to poor quality connection of cable to motherboard during manufacture. The root cause for this cable connection failures remain to be a likely suboptimal connection at the time of tablet manufacture, which then leads to the connections being susceptible to loosening over time due to shock and vibration from use. These failure modes are likely the result of latent failures present during manufacture due to inadequate supplier quality.